Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The patient was seen for a reprogramming session, and indicated that they could turn up group a, but they never felt the stimulation. The patient stated that they think it has been about 3 months since the stimulation has not been working correctly. They added that they are also getting shocked, and increased stimulation at different times intermittently. The patient noted that they did not have any falls that they could recall. The manufacturing representative (rep) checked impedances, and every electrode on one lead was out of range, and over 10,000 ohms. The rep was able to cover the patient¿s painful areas with the other lead. The rep also gave the patient high density settings to try. It was stated that the clinic ordered an x-ray to determine why the lead is not working. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016: product type: lead. Due to imdrf harmonization, any previously submitted method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they ran an impedance check and found the 0-7 lead was all greater than 10000 ohms. It was noted that all the programming was on the 8-15 lead and the patient could feel the stimulation in their painful areas. It was unknown what factors may have led to the issue. No actions were taken and the issue was not resolved at the time of the report.